Event description:
Additional information received. The nurse reported that the duopa therapy has been discontinued with a non functioning tube in situ. The tube is supposed to have gone from the duodenum into the jejunum through some form of fistula. The patient was very sick with covid 19 during the prolonged hospital stay and the physician did not want to do intervention or surgery at that point. The medical team was reluctant to simply pull it back to avoid any possible peritoneal leak. The patient will be re-evaluated.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient has been on duopa therapy since (B)(6) 2019. The report indicated that the patient experienced abdominal pain with nausea and vomiting. On (B)(6) 2020, patient went to emergency department, CT scan was done and was discharged the same day. The CT scan showed the jejunal tube perforated the duodenum. On (B)(6) 2020, patient was asked to return to emergency department for surgical review. The duopa therapy was stopped and patient was placed to be nothing by mouth. Patient was seen by surgical team and requested further investigations. It was reported that the tube was problematic and there seems to be a possibility that the tube has perforated the wall of the duodenum and then gone into the jejunum. A gastrograffin study done showed no leak. Patient was having abdominal pain but was eating.